Event description:
It was reported that the pt was explanted of the device. At first the pt had benefit from the device, but later his hearing became worse. The explantation was decided due to the need of frequent MRI scanning.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.